Event description:
It was reported the rigid video scope had a broken connector. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ccu(charged cable unit) of the video cable section is damaged, the fibre bonding in the outer tube area (distal end) is damaged, the video cable is twisted, the video cable is broken, the image is not displayed a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ccu(charged cable unit) of the video cable section is damaged olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.